Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and powered it on. The roller pump passed self-testing. The pst observed the roller pump to be very over occluded that the roller pump knob would just spin. The roller pump was unoccluded and worked as it should. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not occlude. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.